Event description:
The customer stated the 2-point calibration failed with an error of a/b ratio with new calibrator on the axsym analyzer. The abbott customer service technician (cta) sent the customer standard calibrators and instructed the customer to recalibrate when they arrive. On a follow-up call, the cta confirmed the receipt of the calibrators with the customer. The customer indicated that they had replaced and calibrated the sample probe and recalibrated rubella but received the same error. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.